Manufacturer narrative:
Device is not accessible for testing as it remained implanted in the patient. A review of the complaint device history records, indicated that the graft was processed and inspected according to established procedures and was therefore released following acceptable quality inspections and tests, including a 100% visual inspection. Specifically, no anomaly was evidenced in the textile records. The review of post-marketing historical data indicated that no other similar complaint was reported for the same lot number. The conducted investigation suggests that the product was not defective at the time of manufacturing. Due to their intrinsic weaving pattern, woven grafts are prone to fraying when cut with scissors. As indicated in the product instructions for use, a low-temperature disposable cautery should be used to minimize fraying when cutting this graft.

Event description:
When the surgeon cut the graft with scissors, the graft frayed. A picture of the graft was provided by the user, showing threads on the end of the graft.